Event description:
It was reported that tablet displayed a high impedance event had occurred for patient. It was also reported that patient was implanted in mexico and has since gone back to mexico to follow up with the provider there. The managing physician in the us could not provide any details regarding the cause of the high impedance or any planned or taken surgical intervention. The provider in mexico was not provided and cannot be obtained. No record of the patient or patient product information could be located. Only the implanted generator model and serial number are known, no other details are available. It is likely that the implant in mexico was never reported to device tracking. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.